Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and there was no message on display. The customer stated that the battery was replaced and had the same result. The customer stated that the buttons on the insulin pump were unresponsive and the time has stopped. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.